Manufacturer narrative:
Based on the description of the event and medical information available, the clinical assessment could not confirm the reported events due to the lack of receipt of relevant medical records and/or imaging. A definitive root cause could not be determined. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrected data. Remove results code 3233, add 213. Remove conclusion code 11, add 4315.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Endologix was made aware from a distributor of a patient with a possible disconnection between the aortic main body and the iliac limb; type iiia endoleak. The initial report contained limited information, no patient or device details were provided.